Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted and replaced due to lens tilt. In the surgeon's opinion, the event was caused by capsular contraction leading to optic tilt which caused astigmatism and possibly larger myopia. The patient's current status after the exchange is "significantly improved ucdva and reduced astigmatism."